Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the product did not visibly state that it was made of latex. This had led to confusion and incorrect catheter placement. Hence the latex warning was inside of the packaging and the customer preferred to be on the exterior.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be due to "missing instructions". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not performed because labelling could not have prevented the reported failure. The device was not returned.

Event description:
It was reported that the product did not visibly state that it was made of latex. This had led to confusion and incorrect catheter placement. Hence the latex warning was inside of the packaging and the customer preferred to be on the exterior.